Event description:
It was reported that the target lesion was located in the proximal circumflex and treated with pre-dilatation, placement of a 3.50 x 18 mm study stent, and post-dilatation with 10% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2012, 1202 days post index procedure, the subject presented with sudden onset of lower abdominal pain associated with nausea and vomiting and was hospitalized on the same day. A computed tomography (CT) scan of the abdomen revealed a distal ileal obstruction. A nasogastric tube was inserted and the subject was treated with medications. On (B)(6) 2012, the subject complained of chest pain. An echocardiogram (ECG/EKG) was performed and revealed sinus rhythm with no ischemic changes. The subject was diagnosed with non-st elevated myocardial infarction (mi) (nstemi). Cardiac enzyme elevation was consistent with the study protocol definition of mi with peak troponin I= 0.34ug/l, uln=0.03ug/l. On (B)(6) 2012, 1206 days post index procedure, the subject died. The death certificate stated the cause of death is cardiogenic shock with myocardial infarction and ischemic heart disease as the secondary cause of death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina, death, myocardial infarction, and cardiogenic shock are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.